Event description:
It was reported that the implantable cardioverter defibrillator (ICD) went into backup operation with high voltage therapies disabled after a magnetic resonance imaging scan was performed. Reprogramming was performed and successfully restored the ICD.

Event description:
It was reported that the implantable cardioverter defibrillator was found in backup mode after MRI scan. Programming changes were performed to restore the device. The patient was in stable condition.